Manufacturer narrative:
The tandem pump user guide states: do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating, resulting in the pump shutting down. The customer's blood glucose (bg) was over 600 mg/dl with vomiting. Customer consumed water and went to the emergency room (ER). Treatment was administered via intravenous saline and insulin. The customer was released from the ER the same day with issue resolved and bg of 161 mg/dl. In addition, the customer was using an off-label insulin. The customer continued to use the pump for insulin therapy.